Manufacturer narrative:
(B)(4). A third party service agent evaluated the customer's device and verified the reported issue. The customer received a replacement device. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device would not power on. The device is also showing all three icons (attention, charge- pak and service wrench). There was no report of patient use associated with the reported event.